Event description:
Customer contacted alaris technical support for assistance with an event log review. Stated the system alarmed for communication error and the user had changed the programming multiple times. No patient harm reported and no medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
The pcu and two pump modules were received for evaluation. A review of the pcu event logs confirmed a channel disconnect event occurred on (B)(6) 2011 at 7:36 am, during an infusion of fentanyl. At 7:37 am, the pump module door was opened and the IV set was removed. No additional infusions were run on this system following the last disconnect. Visual inspection of the pc unit and pump module was performed. The pump module was semi-permanently attached contamination and corrosion were found on the mating male iui connector of the pc unit. Minor film contamination was noted on the mating female iui connector on the pump module. Contamination, corrosion and damaged ris were found on the male iui connector on the pump module. No other issues were identified with the returned pump module. Functional testing was performed. An infusion was started and the system was jounced, resulting in communication and channel disconnect errors. The male and female iui connectors were replaced with new connectors and functional testing was repeated. No channel disconnect, communication errors or any other iui related issues occurred during testing. The channel disconnect identified in the event logs was replicated and attributed to contamination and corrosion on the pins of the iui connectors, interfering with the electrical contact at the mated pins.